Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2016 in fdi 16 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.